Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. It was unknown if shocking had occurred again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the patient had a pop, so the chiropractor thought that there might be some damage to the system. The patient stood up and felt a pop and then had a jolting sensation through his body. As a result of this, the patient's impedances were checked and were all within normal limits, and the patient was getting good coverage. No further complications were reported. No additional patient symptoms were reported. [Please refer to 703547328, data cleared from ins after using app].